Event description:
It was reported via an article in "anesthesiology" vol. 87, no.3, sept. 1997, that after multiple attempts to place the catheter, placement was made, but no attempt was made to confirm placement. Subsequently there was delayed subarachnoid migration of the catheter. Please refer to the attached article and add'l rebuttal articles.